Event description:
It was reported that an ilet user experienced a brief loss of dexcom g7 glucose data on the ilet while the g7 mobile app continued to display values; the ilet cgm menu showed ¿pairing with sensor,¿ no alerts were recorded, and glucose values resumed during the call with education provided regarding transient communication dropouts and continued insulin delivery. Symptoms included no adverse clinical effects and a reported blood glucose of 95 mg/dl. Outcomes included no injury and no need for medical care. Investigation included guided user troubleshooting and review of device history on the ilet. Investigation of this case revealed a transient communication interruption between the ilet and the cgm transmitter with normal sensor function and no device alarms, consistent with intermittent signal loss. It was concluded, based on previously established findings for similar reports, that the cause was user environment or signal interference leading to temporary loss of communication.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.